Manufacturer narrative:
This product was made by invacare at either invamex or aquatec (B)(4) and invacare has chosen to file this report utilizing the invamex cfn/fei registration.

Event description:
Dealer stated that the carton for the 9630-4 commodes was opened to find that the frames were fine but all 4 seats and lids were damaged and cracked. No damage to the box itself.